Manufacturer narrative:
H3 - the device has not been returned by the customer to date. Investigation pending receipt of device.

Event description:
The initial reporter advised shiley of the death of a patient following an alleged outlet strut fracture of the patient's bjork shiley convexo concave mitral heart valve. According to a copy of the operative report subsequently received from the innitial reporter, the patient was in cardiogenic shock and taken directly to emergency surgery for a "broken strut of a 31mm bjork shiley prosthetic mitral valve." The patient did not survive.